Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an alto stent graft system for the treatment of an abdominal aortic aneurysm (aaa) on (B)(6) 2017. Approximately seven (7) years after the initial procedure, non-symptomatic sac enlargement, with a suspected type ii endoleak was identified. The sac measured at 9cm in 2017, in 2023 it measured at 5.3cm, and the most recent computed tomography measured it at 6.3cm. Angiography was performed on (B)(6) 2024, confirming the type ii endoleaks at the inferior mesenteric artery (ima) and lumbars. Reportedly, the ovation ix main body rings were misshaped. A palmaz (non-endologix) stent was implanted to ensure proper wall apposition and adequate internal ring lumen. He also decided to extend the left common iliac artery limb to the left hypo because the limb had landed in thrombus during the initial implant. The patient was reported to be discharged one day post-reintervention and is to be referred to interventional radiologist to embolize the ima.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the buckled implant, aneurysm enlargement, and type ii endoleak are unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be discharged home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.